Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving lioresal of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. As per the patient's mother, the pump seemed to have shifted or slipped into a different position deeper within the patient's pelvic region. There was concern this was causing the patient discomfort. Regarding environmental/external/patient factors that may have led or contributed to the issue, none was reported. No diagnostic testing or trouble shooting was performed. No surgical intervention was performed; it was unknown if surgical intervention was to occur. The patient¿s mother was going to contact the surgeon for an appointment for assessment. The issue was not resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Other medication (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. On 2016-08-31, additional information was received from a company representative. It was unknown when the patient first started experiencing their pump having seemed to have shifted/slipped. No diagnostic testing was performed and no actions or interventions were performed at this time. The patient's mother was to schedule an appointment with the surgeon. The cause of the pump seeming to have shifted/slipped was not yet determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.